Event description:
On (B)(6) 2021, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio flex meter was displaying an unknown error message after applying a blood sample. This complaint was classified based on information obtained from the customer care agent (cca) during the initial call. The patient reported that she did not recall when the alleged issue started but stated that she has been using the subject meter since a month prior to the call to lfs. The patient informed that the subject meter does not recognize the blood sample when she performed a blood glucose test. The patient usually manages her diabetes with oral medication (metformin) and 2 shots of insulin per day (type unspecified) and denied making any changes to her usual diabetes management regimen in response to the alleged issue. On (B)(6) 2021, before the alleged issue occurred, the patient suffered symptoms of ¿severe dizziness and severe headaches¿. Due to the symptoms, the patient reported that she called the ambulance and the emergency medical services (ems) treated her for the symptoms, but she could not remember any details of the treatment. The patient advised that a blood glucose reading of ¿900 mg/dl¿ was obtained on a clinic¿s meter before treatment. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time. The patient had used the correct test strips and confirmed that the subject meter would power on by using the power button. The cca walked the patient through a retest with a new test strip and the meter did power on. The patient did not need a replacement meter as she was now able to receive a blood glucose reading. Even though the patient developed symptoms prior to the product issue, this complaint is being reported because the patient was unable to test her blood glucose due to the alleged issue. The patient reportedly received hcp treatment for an acute high blood glucose excursion while using the product and the subject meter could not be ruled out as a cause or contributor to the event.